Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case and minor scratched display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had screen issue. The customer stated that it was hard to see through. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.